Event description:
It was reported that this right ventricular lead was capped and abandoned due to high pacing thresholds along with low sensing amplitudes. A new rv lead was successfully placed and no additional adverse patient effects were reported.